Manufacturer narrative:
(B)(4). Evaluation, results: endoleak. Disease progression with aortic neck dilatation. Conclusion: disease progression with aortic neck dilatation.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm approx 21 months ago. There was moderate tortuosity, mild calcification; aortic neck was short in length (1cm) and disease progression with aortic neck dilatation. At a routine follow- up appointment, the CT demonstrated distal stent graft migration of 8 mm, with a type I endoleak (MFR report # 2953200-2011-00164). The physician implanted a talent cuff; however, the endoleak did not resolve. The physician implanted another manufacturer's stent graft and the endoleak resolved. No clinical sequelae were reported, and the pt is fine.